Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.

Event description:
It was reported just after having done the transseptal puncture and having put the catheter into the left atrium, the pt complained of a headache and lots sensitivity in the left hand and foot. The pt also showed st elevation on the EKG. The EKG returned to normal and the pt's symptoms resolved without treatment. The physician attributed the event to maneuvering the long introducer (no blood aspiration before inserting the catheter) while working inside the left atrium and prior to catheter insertion.